Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering insulin. Customer stated the buttons were sticky and it was affecting insulin delivery. Customer stated they received motor error constantly and got unexplained no delivery alarms as well. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.